Manufacturer narrative:
The event occurred in: (B)(4).

Event description:
The customer complained of a questionable low elecsys hcg + beta test system result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial hcg+beta result from sample a was 0.247 iu/l. The initial result was released outside of the laboratory. Over the weekend, either on (B)(6) 2018, the patient performed an at home urine pregnancy test which was positive. On (B)(6) 2018 sample a was retested on the same analyzer and an hcg+beta result of 484.0 iu/l with a data flag was obtained. At another site, on a cobas e601, sample a was tested with an hcg+beta result of 445.0 iu/l. On (B)(6) 2018 a new sample, sample b, was collected and was tested on the cobas e411 with an hcg+beta result of 2142 iu/l with a data flag. At another site, on a cobas e601, sample b was tested with an hcg+beta result of 1993 iu/l. All the hcg+b results from (B)(6) 2018 were deemed to be correct. There was no allegation of an adverse event. The hcg-beta reagent lot was 25919900 with an expiration date of 30-nov-2018. The customer was using rack adapters. The relative humidity in the laboratory was 60% and the temperature was 20.5 degrees celsius. The field engineering specialist performed hardware checks and found a value that was not working correctly. All the other checks were acceptable. The photomultiplier tube high voltage was adjusted. He performed performance testing, precision testing, and blank cell testing. The day after the service visit a liquid level detection alarm was generated. The field engineering specialist installed a new probe and adjusted the voltage levels. Calibration, qc and patients were run following the service visit. No further specific details were provided. A general reagent issue can likely be excluded based on the provided qc data. The investigation is currently ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.